Manufacturer narrative:
This report is submitted on april 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown and infection at implant site. Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It is now reported that the patient was administered a topical antibiotic in (B)(6) 2018. This report is filed on december 10, 2018.